Event description:
It was reported that the interstim system was explanted due to back pain possibly related to the stimulation system. The lead was damaged during the explant procedure and a 2-3 cm length of lead remained in the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, serial # (B)(4), implanted: (B)(6) 2010 explanted: programmer model 3037, serial # (B)(4). The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on (B)(6), 2008.

Event description:
The health care provider confirmed that the patient needed an MRI for back pain and requested the device to be explanted. The patient outcome was noted as non-serious injury.

Manufacturer narrative:
(B)(4)